Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. User guide states: only use u-100 humalog or novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that cartridge air bubbles were observed in the infusion set tubing. Customer's blood glucose (bg) level ranged between 300 mg/dl and "high". Customer addressed bg level by administering a manual injection. Reportedly, the customer used fiasp insulin. Tandem technical support educated the customer on insulin labeling. The customer primed the tubing to resolve the issue and resumed insulin therapy.